Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging the ins for about 3 hours and it had not moved. The patient said they had never had a problem before and have had the ins for a few years. The patient stated that "the really odd thing is that the gadget you set the level of strength you want shows it's full". No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the problem worked itself out. The patient thought they may not have the plug in right and readjusted it and it was then working fine. The patient explained that before it only had about a quarter left and never moved over two hours of charging, but after working with the plug by taking it out and readjusting it, it did finish up properly and go to the end.